Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The personality module surgeon console (pmsc) was analyzed, and the reported issue was confirmed and replicated. System logs revealed errors 48100 and 307, indicating a pmsc failure. Visual inspection revealed no anomalies related to the reported problem. The unit was installed onto a golden system and completed the program; however, upon startup, it failed with error 48100 and displayed no video after system boot-up, replicating the reported issue. The probable root cause is attributed to internal electrical issues on pmsc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) due to errors 48100 and 607. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the pmsc.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomed contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported repeated recoverable errors 48100 and 607 during every power on and no video on surgeon side console (ssc). The customer performed multiple hard power cycles, but the issue persisted. Tse informed system was down. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the procedure, there was no video on the high resolution stereo viewer (hrsv), rendering the site unable to proceed with surgery without the hrsv video.